Manufacturer narrative:
(B)(4) the serial number on the returned sample (B)(6). The lot number for the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in card-board box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the section of the iabc bladder. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. No visual damage was noted to the returned sample. The customer submitted video was reviewed. In the video, blood was noted confirmed present within the helium pathway. In addition, the user performed the leak test on the iab catheter in question outside the patient body and a leak was noted from the iabc bladder membrane. The finding noted in the attached video is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however, there is no evidence that the user attempted to remove the iabc and blad-der through the sheath. The teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal, the covered portion of the bladder was fully unwrapped, and no visual damage was noted iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 8.9cm to 10.5cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 9.9cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iabc balloon burst, and the blood flowed back" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abra-sion. The appearance of the abraded area is consistent with re peated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the iabc balloon burst and the blood flowed back. A new catheter was immediately replaced for normal use". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the iabc balloon burst and the blood flowed back. A new catheter was immediately replaced for normal use". No patient injury or consequence reported. The patient's current condition is reported as "fine".